Manufacturer narrative:
Upon review details, the previously reported event of withdrawal difficulty did not meet the criteria of that failure and therefore this event is considered to not meet the requirement of a malfunction that should be reported via a 3500a report. No further events were reported and therefore, no further reports will be forthcoming regarding this event.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medical devices: medtronic indeflator, radifocus, okay y-connector, mustang balloon catheter, medikit sheath introducer, epic stent.

Event description:
During pta (stenting) in the external iliac artery, when an 8x40mm 80cm smart control stent was advanced 30cm inside the sheathless guiding catheter, resistance/friction occurred, and the smart control was caught inside the sheathless guiding catheter. When, the physician tried to remove the smart control strong resistance occurred but it was able to be removed from the patient. Another device was used to finish the procedure successfully. There was no patient injury. The lesion had been crossed with a guidewire (0.035 inch). Pre-dilation was conducted at the target lesion with a balloon catheter when the smart control was introduced. The product will not be returned for analysis.